Manufacturer narrative:
Ethnicity: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Clinical code (B)(4). Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intra-ocular lens (iol) was nasally displaced/decentered on post op day-1 of insertion. The patient was asymptomatic. Surgery was planned for iol repositioning, but resulted in the iol being explanted from the left eye due to being decentered/dislocated. During the explant procedure, the surgeon visualized a possible very peripheral posterior capsular tear. The iol was exchanged and main wound suture was placed, but no vitrectomy was performed. The patient is reported to be doing well post-op. No additional information was provided.

Manufacturer narrative:
Correction: upon further review of the file, it was noted that the following information should be corrected as it is incorrect in the initial report: section b3: date of event: 4/21/2022. Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: 5/23/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and no issues that could cause or be related to instability after implantation or a capsular tear could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.